Event description:
Procedure: bowel resection. According to the reporter: the first two times, the instrument fired successfully. The third time, the instrument fired but remained closed on the bowel and failed to open. Another device was used to resect tissue on either side of the bowel and to create the anastomosis. The endo gia was pried from the tissue. There was a delay of 25 minutes in the procedure.

Manufacturer narrative:
Initial report sent to FDA on 10/07/2009.